Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to receive sensor scan results from their adc freestyle libre, due to an unspecified display message. The customer subsequently became hypoglycemia, and reported "feeling low like being sick". Paramedics were called and unspecified treatment was administered to make sure the blood sugar got to "at least 100" mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported being unable to receive sensor scan results from their adc freestyle libre, due to an unspecified display message. The customer subsequently became hypoglycemia, and reported "feeling low like being sick". Paramedics were called and unspecified treatment was administered to make sure the blood sugar got to "at least 100" mg/dl. There was no report of death or permanent impairment associated with this event.